Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an alliance inflation syringe was used for a demonstration and training purposes on (B)(6) 2011 (no patient was involved). According to the complainant, during a demonstration of a cre balloon and alliance inflation system, as the balloon was inflated the gauge on the syringe shot up and then settled at 3 atm. The complainant reported they were able to fully inflate the balloon, however the gauge still settled at 3 atms after each inflation though the balloon is labeled to be fully inflated at 5.7 atms. There was no alleged malfunction of the cre balloon. The complainant confirmed there was no patient or procedure involved with this event.